Event description:
Multiple cartridge alarm 30 events were reported between (B)(6) 2025, and (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.